Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event was unable to be confirmed due to unavailability of procedural imagery/medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted via transcarotid approach. The sapien 3 thv with the certitude delivery system (ds) is not indicated for transcarotid approach in EU region. Therefore, this was an off-label operation. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, during procedure, while advancing the valve, the balloon moved when crossing the native annulus, which made the valve not being aligned between the balloon markers. The valve was deployed, despite the valve not being aligned and the valve expanded asymmetrically and jumped into the aorta. Per training manual, confirm placement of center marker within optimal initial center marker zone. In this case, the valve moved off of the balloon due to crossing difficulty through native annulus. If the crimped valve moved off the balloon toward aorta prior to deployment, the deployed valve could have early inflation/expansion at the distal side, which could push the deployed valve toward aorta, resulting in valve embolized into aorta. As such, available information suggests that procedural factors (valve off the balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported through edwards lifesciences affiliate in germany, regarding an implant case of a 29mm sapien 3 valve in aortic position by carotid approach. During procedure, while advancing the valve, the delivery system balloon moved which made the valve not being aligned between the delivery system balloon markers. The valve was deployed, despite the valve not being aligned and the valve expanded asymmetrically and jumped into the aorta. It was attempted to post dilate the valve and repositioning the valve in a more suitable location but with an unsuccessful result. The patient underwent a surgery to remove the valve. During surgery, an aortic dissection was found. Patient passed away 24h after the surgical intervention.